Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device was monitored for 24 hours and no blank display anomalies or failed battery test noted. Power connector plug in and locked in place properly. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and failed battery alarm. The customer's blood glucose level was 309 mg/dl. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump received with operating currents within specification. Insulin pump passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump was monitored for 24 hrs and no blank display anomalies or failed battery test noted. Power connector plug in and locked in place properly.